Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered faster than intended. At an unspecified date and time, the device was programmed to deliver an unspecified concentration of ipilimumab/placebo 172 ml, at rate of 115 ml/hr, with duration of 90 minutes, and the delivery was started. It was reported that one hour after the delivery was started, it was reported the delivery was complete. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information has been provided.